Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This event will be further reported on MDR #0001825034-2017-04360 as the manufacturing site was incorrectly reported.

Event description:
It has been reported that following a knee arthroplasty, the patient is being considered for a revision procedure. The nature of the harm is unknown.